Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of aa 310cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient reported they are experiencing pain in their chest, lungs, and arms with occasional sharp pains in her breasts. After an in-office visit with a surgeon, they were informed that their breasts were encapsulated. The pain in the breasts and the description of encapsulation is consistent with bilateral capsular contracture. Although, the baker grade rating is unknown. The root cause of the other symptoms is unclear but are consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-02105 for the contralateral event. If additional information is received, a supplemental report will be submitted accordingly.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that incorrect data was reported in the initial report. H6. Health effect - impact code should have been reported as serious injury, not recognized procedural complication as initially reported. Manufacturer¿s reference number: (B)(4). In the initial, h6. Health effect - impact code should have been reported as serious injury (f12).